Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 30 mmol/l with symptoms of vomiting. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter believed that the pump was unable to prime the pump. During the course of troubleshooting it was determined that the patient had put an empty cartridge inside the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error.